Event description:
Healthcare professional reported that approx 1 yr post implant of a duran annuloplasty ring in an 80 yr old male; the ring was explanted due to stenosis as a result of extensive pannus overgrowth. The surgeon indicated that he has removed other (approx 5) annuloplasty rings for the same reason. He has discontinued use of the product and perfers to make his own annuloplasty rings from sections of velour conduit. Numerous attempts have been made to obtain specific info without success.